Manufacturer narrative:
No discrepancies were found during the device history record (DHR) review. The sample received was without the venous (blue) adapter. The catheter did not present signs of use and the blue adapter was detached from the extension and it was not present in the sample returned. Additionally the arterial (red) adapter did not present any problem. The reported condition has not been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations; the adapter was not present in the returned sample. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use. The instructions for use (IFU) were not followed, most likely catheter over tightening. No evidence was found to link this event to a manufacturing related cause. A trigger was found for the product family and code and was analyzed according to procedure. This found that this failure and quality signal is already addressed in corrective and preventative action (CAPA) which is under investigation. No field actions are required based on the fact that occurrence was found within the expected values per the applicable risk management documents. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated. Replaced the broken port with a temporary one.

Manufacturer narrative:
Submit date 12/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated.